Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of ser plas 1ml 13x3,8 u-100 150 experienced scale marking issues which was noted prior to use. The following information was provided by the initial reporter: 1ml syringe without graduation.

Event description:
It was reported that an unspecified number of ser plas 1ml 13x3,8 u-100 150 experienced scale marking issues which was noted prior to use. The following information was provided by the initial reporter: 1ml syringe without graduation.

Manufacturer narrative:
H.6. Investigation: the batch history analysis (DHR), maintenance records and quality notifications weren¿t performed because the batch number wasn¿t provided. No samples/photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text : see h.10